Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose was 20 mmol/l with extreme thirst and abdominal pain. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. It was reported that the insulin sensitivity factor was changed by someone who was not a healthcare provider. During troubleshooting, it was reported that: the pumps basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported that the total daily dose basal history did not match the programmed basal rates for known reasons: cartridge change; battery change; basal edit screen accessed; loss of prime. There was no indication or allegation of a device malfunction. The patient was referred to a health care provider for diabetes management. This complaint is being reported because the patient¿s report injury was attributed to a use error.

Manufacturer narrative:
Follow-up #1: date of submission 07/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 06/20/2017 with the following findings: during investigation, the original data from the date of the complaint had been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required range and delivering accurately. The original complaint was unable to be duplicated. (B)(4).